Manufacturer narrative:
(B)(4) the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during lead revision procedure, a lead was found fractured near the clik anchor. Previous database analysis revealed 8 contacts with high values on port ab. The high impedances were believed to be from an accident. The lead was replaced. The patient was doing well postoperatively.